Event description:
It was reported to philips that the system gave an alert indicating x-rays were disabled, preventing imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned, non-emergency cardiac chambers procedure. The procedure was completed using a portable c-arm. It was reported to philips that the system displayed an alert stating ¿x-rays disabled,¿ which prevented imaging. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and was informed by the customer that they were unable to make x-ray exposures, attempted multiple reboots but issue persits. The rse reviewed the logfile and confirmed there were no indications of image disk full, image processor errors, or generator issues and found an "x-ray disabled" message and a warm restart at 6:01 am, without a cold boot. The rse advised a cold reboot to resolve x-ray issues, instructing a 30-second wait before restarting and involving the biomedical team. The rse found no problem with the device and identified the problem as premature x-ray initiation before full system boot, and after following the proper boot process, the system functioned normally. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.